Event description:
It was reported that during a gastric bypass procedure when closing the gastrotomy on the remaining stoma, the knife of the stapler pushed the tissue out of the jaws, causing unproper cut and staple line formation. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.